Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient has had multiple foley catheter balloons burst for the last 4-5 weeks. There was no type of patient harm involved. Per follow-up information received from ibc on (B)(6) 2022, stated that there have been 5 foley catheters in a row that had the balloon burst after insertion. Two of the catheters stayed for 3 days prior to bursting. After the last one burst, little pieces of the catheter were found in the diaper.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on photo attached, it was observed that the sac of catheter was burst and sac became fragmented. However, a full investigation could not be performed completely due to only photo has provided for evaluation. This complaint is inconclusive - poor sample condition and several tests could not been carried out. A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. Pk6194321 4/03 rev. 0 sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Balloon burst can lead to premature deflation. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had multiple foley catheter balloon burst for the last 4-5 weeks. There was no type of patient harm involved. Per follow-up information received from ibc on 07feb2022, stated that there have been 5 foley catheters in a row that had the balloon burst after insertion. Two of the catheters stays for 3 days prior to bursting. There were no missing pieces of the balloon for the first four foley catheters balloon burst incidents. After the last one burst, little pieces of the catheter were found in the diaper.